Manufacturer narrative:
A ge field engineer went to the site to evaluate the damaged equipment. The failure could not be reproduced. Section a: there was no patient involved.

Event description:
There was no patient involved. The precision rxi table was in a vertical position. The customer was setting up a protocol between exams, when the tube arm rotated toward the ground contacting a cart damaging the cart and the system. If this were to have occur with a patient, a serious injury could result.